Event description:
This unsolicited summary device case was received from united states on (B)(6) 2014 from a physician via sales rep. This case is cross-referenced with case ID: (B)(4). This case concerns three pts' (demographics not provided) in which two pts had their injected area drained (joint effusion) and third pt experienced an adverse reaction (unevaluable event) after receiving treatment with synvisc one injection. The pts' medical history, past medications, concomitant drugs and concurrent conditions were not reported. On unk dates, pts' received treatment with synvisc one injection, (dosage regimen, route, batch/lot number and expiration date not provided) into unspecified knees for unk indications. On unk dates, after unk latencies, one of the pt experienced a reaction (unevaluable event and another pt was taken to the emergency room and had area injected drained (joint effusion). It was reported that the third pt's issue was unilateral (joint effusion). Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for the event "had area injected drained".

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of joint effusion, however the lack of info regarding the underlying medical history and the concomitant medications used by the pts' precludes the complete case assessment.